Event description:
The hospital reported that vasoviewhempro vh-3500 c-ring was bent when the package was opened.

Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000376542 history record review was completed. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material twisted/bent c-ring". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2,h-3, h-6, h-10. The lot # 3000376542 history record review was completed. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.